Event description:
It was reported that at the patient¿s device changeout procedure the r-wave measurements on the right ventricular (rv) lead were different manually versus automatic. It was noted that when the device automatically measured the r-waves it was between 2 and 3, but when the r-waves were measured manually they were between 7 and 8. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.